Manufacturer narrative:
A complete lead was returned in one piece. Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during implant procedure the left ventricular lead could not be implanted. The lead was not used and another lead was attempted. The second lead was also unable to pass and was not used. The patient was stable.